Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. A design history review was performed for part # kz-05501-002 as a part of this complaint investigation. Per (B)(4) (released 03-dec-2018), supplier (B)(4) made the following changes: kz-05501-002 luer plastic lor syringe: changed plunger material from profax 535 to profax 531. Changed to new plunger tool. Changed to new mold for blue stopper. Changed molding location for the plunger and the blue stopper as follows. Plunger: from fleimaplastic in germany to gpe, germany. Blue stopper: from et, germany to psilkon, germany. These effective changes did impact product design and material. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review could not be performed as no lot number was provided by the customer. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the sample.

Event description:
It was reported that we observed leaks in the lor syringe. Because of this issue involving the syringe there is no pressure (loss of resistance) and the doctor would not be able to find the epidural zone. Clinical consequences: this occurred before use so no patient consequences. New kit opened to use a functional syringe.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that we observed leaks in the lor syringe. Because of this issue involving the syringe there is no pressure (loss of resistance) and the doctor would not be able to find the epidural zone. Clinical consequences: this occurred before use so no patient consequences. New kit opened to use a functional syringe.